Manufacturer narrative:
Patient information: patient age is unknown, but is less than one year. Patient height is 69 cm. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that an issue developed with the shunt system post-operatively. As a result, it was explanted. It was reported that this shunt system was implanted into a patient less than one year of age on (B)(6) 2019. As the patient later exhibited signs of blockage, it was removed and replaced on (B)(6) 2019. No other details are provided. There are no associated patient complications or adverse sequelae are reported.